Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Customer continued to use the current cartridge. There was no reported impact to the customer¿s blood glucose level.